Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of an outflow graft twist was confirmed through the evaluation of the submitted image. Although a specific cause could not conclusively be determined through this evaluation, the outflow graft distortion could have contributed to the low flow alarms observed in the submitted log files. The submitted controller event log file contained data from (B)(6) 2021 at 8:53:09 to (B)(6) 2021 at 11:21:43. There were intermittent events where the calculated flow was below the low flow threshold of 2.5 liters per minute (lpm), resulting in 170 low flow faults and 110 low flow alarms. There were no other abnormal captured events ¿ the only other events were associated with power cable disconnects. The pump operated at the set speed for the duration of the captured data. The pump appeared to operate as expected. The account submitted a photo of the patient¿s outflow graft. The submitted photo revealed a twist in the outflow graft adjacent to the graft attachment hardware. Per additional information from the ventricular assist device (vad) coordinator, an outflow graft clip was not placed during initial implant of heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2017. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with low flows but no symptoms. Echocardiogram (echo) and computed tomography (CT) were done. Outflow graft twist was noted once patient returned to operating room for exploration. The twist was resolved and bend relief replaced but no clip was placed due to adhesions and space in the chest.